Event description:
It was reported a spur was noted on the outer cannula of this biopsy needle upon inspection. Two other devices were also noted to have spurs (reference 6000037-2000-00043 and 6000037-2000-00041). A fourth device was used to successfully complete the procedure without pt complications. The pt's condition is good. The device was received, evaluated and retained by this MFR. The engineering evaluation indicated the distal cannula tip was burred and mushroomed up and away from the cannula. The distal side of the specimen notch showed an impact area. The device exhibited good function during cycle testing. Co is unable to determine the exact cause for this event at this time. Directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair... Warning: test firing the needle without stabilization may damage the cannula tip... Do not leave the needle cocked with the springs under tension until ready to use."